Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen was completely black even after a restart. The field service engineer (fse) disconnected the pyxibus cables to the auxiliary unit and identified that the auxiliary was the issue. The fse then disconnected the drawers one by one until the station powered on, determined that a drawer had a shorted drawer board, and replaced it. The fse reseated all pyxibus connections, and the station powered up and was fully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
The customer reported that the auxiliary screen of the bd pyxis¿ medstation¿ es was completely black. Attempts to resolve the issue by powering the device off and on, as well as unplugging and reconnecting the unit, were unsuccessful. The electrical outlet was confirmed to be functional, as the connected printer continued to operate. The malfunction occurred during medication dispensing and resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.